Manufacturer narrative:
No pt info as no pt was involved in this concern. Per RMA a replacement computer was sent to site. Per RMA a replacement computer was sent to site. Upon eval of returned computer, computer did not freeze during testing. Found no application core files. Did find 18gb of exams on hdd. Computer passed all testing with no problem found.

Event description:
A medtronic rep reported the fusion system froze. This event did not occur during surgery and no pt was present.